Event description:
During the implantation procedure, the lead was found to have impedances >10000 ohms on the first (zero) pole of the lead. The lead was replaced and the impedances were then normal on every level. No pt injuries were reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.